Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and f/u report will be filed.

Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user was riding his wheelchair down a ramp (approximately 5 degrees) that exits/enters his home when one of the rear wheels fell off. The dealer alleges that the ball bearings to one of the quick release axles had fallen out of the axle which ultimately led to the rear wheel disengaging from the axle sleeve and falling off the wheelchair. The dealer also stated that the end-user had fallen to the ground but that there were no injuries sustained.